Event description:
It was reported that the programmer generated an error. Follow-up to determine when in the operation process the error occurred was not successful as the company representative was not present when it occurred. However, return paperwork also noted that the programmer would not interrogate an implantable heart device, that it did establish telemetry but would not complete the interrogation, after several minutes. The programmer was returned for service. Follow-up determined that there was no impact to the patient, that the device check was able to be completed at the time of their appointment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the programmer powered up and interrogated devices as required, however, errors were confirmed in the error log. Reconfiguration was completed and the software reloaded, to resolve. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer generated an error. Follow-up to determine when in the operation process the error occurred was not successful as the company representative was not present when it occurred. However, return paperwork also noted that the programmer would not interrogate an implantable heart device, that it did establish telemetry but would not complete the interrogation, after several minutes. The programmer was returned for service. Follow-up determined that there was no impact to the patient, that the device check was able to be completed at the time of their appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.